Event description:
It was reported that the procedure was cancelled. The target lesion was located in the deep vein thrombosis in left lower limb. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, it was noted that there was liquid leaking from the catheter under power pulse mode. The patient was already sedated and the procedure was cancelled. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks, and a severely twisted and kinked shaft located 10.5cm from the tip. The tip showed extreme damage in the form of a broken hypotube. Functional testing could not be completed due to the severe damage on the catheter shaft. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the deep vein thrombosis in left lower limb. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, it was noted that there was liquid leaking from the catheter under power pulse mode. The patient was already sedated and the procedure was cancelled. No patient complications were reported and patient status was stable.